Manufacturer narrative:
(B)(4). Instradent USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported 20 days after the dental implants was installed in intraoral region #10 it was verified its non osseointegration; 55 cm of primary stability was achieved and immediate load was not performed. Pt had bone type ii. The implant was carried out immediately.